Event description:
It was reported that allegedly the display segment was dim for five large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of led display segment was dim was confirmed on 5 out of 5 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of the returned board assembly was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 14-apr-2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 18-nov-2020 and indicated that this device has been previously returned to service regarding lvp spring recall under complaint file (B)(4) which is not related to the reported issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only lvp display board assemblies were provided for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for five arge volume pump modules, and therefore, will be replaced. There was no reported patient involvement.